Event description:
Brush falling off the handle - oral-b [device breakage] handle of my child has a very long battery runtime, but with my handle, I'm lucky to have 2-3 uses - oral-b [device power source issue] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush head was falling off of the oral-b io toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.